Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum on (B)(6) 2012, during a stent placement procedure. According to the complainant, the patient has gallbladder cancer and was being treated for gastric outlet obstruction at the pyloric opening. The stricture was dilated prior to the stent placement with a cre balloon. No visible issues were noted to the device. During the procedure, under fluoroscopic guidance, approximately 25% of the stent was deployed. However, as the physician attempted to reconstrain the stent to reposition it within the anatomy, the stent prematurely deployed. The stent remains implanted within the patient. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of stent prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.